Manufacturer narrative:
Date sent to FDA: 01/06/2020. H6 patient codes: 2240,1695,2061,3189-surgical intervention. Additional information: a2,b7,d1,d2,d3, d4,d7,g1,g2. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2016 due to hernia recurrence, scarring and adhesion.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.